Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent hysterectomy due to sui and pelvic organ prolapse. It was reported that following insertion the patient experienced pain, infection, urinary problems, fistulae, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent mesh removal/revision on (B)(6) 2007, (B)(6) 2012 and (B)(6) 2014. It was reported that patient underwent mesh revision on (B)(6) 2011. Patient underwent explant on undisclosed date due to mesh erosion mesh exposure and inflammation of genitourinary device. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 for pelvic organ prolapse/stress urinary incontinence and mesh were implanted into the patient. It is also reported that the patient underwent revision/removal procedures in 2007/2008, multiple times in 2012 and again in 2013 by various surgeons. It is further reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
.

Manufacturer narrative:
Date sent to FDA: 01/24/2019. (B)(4). Additional narrative: it was reported that following the procedure the patient experienced urinary frequency, urinary urgency, urge incontinence, and overactive bladder.